Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have a damaged comb. The comb was replaced and resolved the reported issue. It was noted that the unit was last returned for annual preventative maintenance or servicing in 2018 and has not since been returned for annual pm. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: canada.

Event description:
It was reported that at unknown timing, the mesher was crooked. During product evaluation, it was found that the unit had a damaged comb. There was no information available regarding the patient impact. No additional information is available. Diligence is complete.